Event description:
A malfunction was reported on the pump, but no significant events happened before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to reach out if the malfunction reappears. The customer understood these instructions.